Event description:
Complainant alleged that during biomed testing, the device was intermittently unable to adjust the energy selection. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product for eval and this complaint is still under investigation.